Event description:
Information was received from a medtronic legal representative regarding a patient implanted with screws in lumbar fusion for an unknown spinal indication. It was reported that the screws were broken. Patient had chronic pain.a revision surgery was performed. There were no other patient symptoms reported or anticipated.

Manufacturer narrative:
B3: event occurred date is unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information on a2, a3, b5 section e: address of the initial report is corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-sep-06 mr: additional information received as medical record. It was reported that on: 03 aug 2022: lumbar spine 2 views (consisting of upright ap and lateral) obtained in the office shows prior l4-5 pedicle screw instrumented fusion with breakage of one of the l5 pedicle screws. It is difficult to tell which screw is broken on this plain film study but prior CT scan of the abdomen and pelvis revealed the right l5 pedicle screw to be broken. 22 sep 2022: lumbar spine x-rays from (B)(6) 2022 and CT abdomen and pelvis from (B)(6) 2022 were compared. Postoperative changes with artifacts obscuring details. Degenerative changes greater at the l3-4 level which isthe level above the prior surgery. (B)(6) 2022: patient visited hospital. Patient has lumbar x-rays as well as CT scan and MRI of the lumbar spine. It shows postoperative changes from screws and rods placed at l4-5. There is no fusion mass evident on CT scan. There is no interbody. There is a broken right l5 screw. Clinical assessment: pseudoarthrosis discussed treatment plan. Lateral interbody fusion with posterior removal of hardware and re-instrumentation at l4-5. Also perform a posterior lateral fusion at that time. Also proceed with lumbar ap lateral flexion extension x-rays as well as scoliosis x-rays. (B)(6) 2022: patient underwent fusion operation. Findings: nuvasive nvm5 system as well as monitoring with stable motor and sensory evoked potentials throughout the case. X-rays with good hardware placement. Postoperative arm span with all hardware in good position. (B)(6) 2022: post-op visit after 2 weeks. The patient's postoperative course was discussed. (B)(6) 2023: post op visit after 8 weeks. X-rays show hardware in good position with no evidence of failure. Patient has been referred to physical therapy. (B)(6) 2023: follow up visit. Xray compared. No findings (B)(6) 2023: follow up visit due to back pain. Back pain that radiated across her lumbosacral junction. Suggested CT scan. Patient has been referred to pain management for possible si joint injection. Xray of lumbar spine compared. (B)(6) 2023: lumbar CT was taken. The vertebrae are stable in height and alignment without fracture or subluxation. Post operative changes related to l4- l5 discectomy posterior decompression posterior fusion with disc spacer vertical rods. Transpedicular screws are again noted. There are no peri hardware lucencies. Lumbar MRI was taken. For the purpose of enumeration the lowest well formed intervertebral disc was counted as l5-s1 on this exam.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received as medical record. (B)(6)2020: the left shoulder was injected as noted above. The patient reported improvement in shoulder symptoms following the cortisone injection, with relief lasting a month and a half. Current symptoms include pain in the left arm and neck, with no numbness or tingling but noted weakness and a heavy feeling in the left arm. The patient did not attend physical therapy as advised during the last visit in (B)(6). Her low back symptoms have improved. (B)(6)2020: the patient came for a follow-up on left shoulder tendinitis, having received a cortisone injection 3 weeks prior. The injection provided relief for 2 weeks, but pain returned a week ago. Examination revealed no visible or palpable abnormalities in the left shoulder, though moderate limitation of motion with pain was noted. Circulation and sensation in the upper extremities were intact. The patient expressed concern about the possibility of an issue beyond irritation. A referral for a left shoulder MRI was made to further investigate and discuss treatment options. (B)(6)2020: an MRI of the left shoulder was performed. Findings included a full-thickness tear of the anterior supraspinatus, low-grade partial-thickness tearing of the infraspinatus, mild subacromial subdeltoid bursitis, and tendinosis with interstitial tearing of the biceps tendon. Intrasubstance tearing of the labrum and mild ac joint degenerative changes were also noted. The impression included a full-thickness tear of the supraspinatus, interstitial tearing of the biceps tendon, and mild subacromial/subdeltoid bursitis. (B)(6)2020: the patient received a subacromial injection without difficulty and continued with a self-directed exercise program for the shoulder. Post-injection discomfort was to be managed with ice. Surgical evaluation for rotator cuff repair was discussed. (B)(6)2020: a neurologic examination of the lower extremities revealed normal sensation and motor function, with trace knee and ankle jerks. Lumbar spine x-rays indicated grade 1 listhesis at l4-5, significant facet arthropathy, and moderate narrowing of the lower two discs. The x-ray findings were discussed, and the patient was referred for physical therapy focused on trunk strengthening and stabilization. (B)(6)2020: the patient reported increasing symptoms and decreasing capacity, prompting referral for a lumbar spine MRI. An epidural injection was discussed, along with a 4-day prednisone step-down to alleviate symptoms until the MRI was completed. (B)(6)2021: an MRI of the lumbar spine showed grade 1 anterolisthesis at l4-5 with severe spinal canal stenosis compressing the cauda equina, as well as a disc protrusion at l5-s1 contacting the right l5 nerve root. A perineural cyst associated with the left s3 nerve root was also noted. The impression included spondylosis with severe spinal canal stenosis and a perineural cyst. (B)(6)2021: the patient reported severe pain in the bilateral buttocks radiating down the posterior thigh, with no numbness or weakness. MRI findings indicated significant stenosis at l4-5. The patient was recommended for physical therapy and prescribed meloxicam. She was also provided a new arm sling for her left shoulder. (B)(6)2021: the patient experienced pain in the lower buttocks, requiring a potential fusion with hardware at l4-5 and possibly l5-s1. (B)(6)2021: the patient reported pain in the left thigh and was advised to continue taking toradol, though it was not providing relief. She had visited the ER due to upper buttock pain that had since moved to the thigh. (B)(6)2021: the patient returned for a follow-up on low back pain, with symptoms worsening since the last visit. She reported constant pain, worsened by changing positions, and mild numbness along the left lower leg. Surgery was discussed, and the patient was ready to schedule it for (B)(6) 2021. A lumbosacral orthosis was recommended post-operatively. (B)(6)2021: the MRI showed no signs of cancer, and leg pains were attributed to narrowing at l4-5 due to vertebral slippage. (B)(6)2021: the patient returned for follow-up 10 days post-op after an l4-5 decompressive laminectomy and fusion. She reported no fever or chills and only slight wound drainage. She experienced bilateral buttock pain but no leg pain or numbness. X-rays showed good alignment and fixation. (B)(6)2021: follow-up for lumbar radiculopathy post-surgery noted adrenal insufficiency, with no acute problems reported today. The patient adhered to medication, and no self-monitoring was done. (B)(6)2021: the patient returned for suture removal 17 days post-op. Slight wound drainage and right hamstring pain were noted, but no buttock pain. The incision was healing nicely, and wound care instructions were provided. (B)(6)2021: the patient experienced daily leg numbness and was advised to continue wearing a brace when active. (B)(6)2021: following a motor vehicle accident, the patient reported neck, shoulder, and low back pain. X-rays of the left shoulder showed cortical irregularity and mild osteoarthritis. CT of the lumbar spine revealed intact osseous structures with no significant stenosis. (B)(6)2021: the patient, 2 months post-op, reported improvement with mild intermittent right anterior thigh pain. Lumbar pain had resolved, and she was off pain medication, wearing her brace most of the time. X-rays showed intact fixation and incomplete bone graft incorporation. (B)(6)2021: the bone graft remained incompletely incorporated, which can take 6-12 months to heal fully. (B)(6)2021: follow-up after l4-5 decompressive laminectomy noted worsened symptoms since the last visit. X-rays showed satisfactory alignment and intact fixation, with no signs of hardware failure. (B)(6)2021: the patient reported unchanged symptoms of lumbar pain radiating to her thighs. Current treatments included a back brace, heat, and massage. X-rays showed postoperative changes at l4/5 with poorly seen bone graft. (B)(6)2021: before moving, lab results suggested possible multiple myeloma, but the hematologist found it not concerning. (B)(6)2021: follow-up 8.5 months post-op showed improved symptoms with soreness but no pain. Thigh pain resolved, and no leg numbness or weakness was present. X-rays showed broken l5 screws and unclear bone graft in the lateral gutters.